Event description:
Procedure type: lap chole. According to the reporter: when clipping the cystic duct two clips scissored. While these clips were still on the duct, the surgeon fired a third time and the vessel was severed. All clips were removed and a 5mm clip applier was opened to continue the case. It is not reported how long the surgery time was extended or if additional bleeding occurred.